Event description:
Information was received from a consumer regarding a trial patient. It was reported that trial patient's controller was prompting unable to locate device, and they were complaining of having urge but not emptying completely. Trial patient was given assistance on troubleshooting and removing batteries and placing back in. Trial patient was also given assistance on switching sides and setting amplitude at comfortable level. No further complications were reported.